Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The receiver did not boot up and was re-initializing continuously. The receiver case was opened for further evaluation and the interior inspection passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.